Event description:
Incident description from the customer: "unit keeps kicking out a circuit unit was worked on previously: this is first time unit was used - since put back in service." This issue occurred before use on a pt. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field service technician investigated the unit and checked the electrically safety measurement. All was within specifications. The reported issue was not reproducible. The unit was drained to access the power supply the wiring crimp connectors were found brown and discolored. Therefore the wiring, the connectors and the 20 amp breaker were replaced. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional info becomes available.